Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01903 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a polyhesive patient return electrode were used during an rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, a console error (p1) occurred. The pad was moved slightly and the message disappeared. The procedure was completed without further issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.